Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump under delivering. The customer was assisted with troubleshooting. The customer was treated with insulin pump. Customer stated symptom related high blood glucose such as abdominal pain and sweats. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleges that the insulin pump was under delivering because the customer blood glucose did not come down. Customer stated insulin passed displacement test and they declined to performed the high-pressure test. No harm requiring medical intervention was reported. The device will not be returned for analysis.